Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 378 mg/dl after changing infusion supplies, and troubleshooting confirmed insulin delivery through visible drops during a fill and a straight cannula on removal, followed by placement of a new infusion set with a completed fill. Symptoms included hyperglycemia without reported ketones or other adverse effects. Outcomes included self-monitoring at home without medical assistance or hospitalization. Investigation included remote troubleshooting and education on site change and confirmation of flow through the tubing and cannula status. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear despite evidence of insulin flow and a correctly positioned cannula. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.